Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. It was noted that the pacemaker exhibited diagnostic anomaly. A significant drop in lifetime rv pacing percentage was noted. The patient did not experience any automatic mode switch (ams) episodes or other conditions that would justify the drop in lifetime pacing. No intervention was performed. The patient was stable and will continue to be monitored.